Event description:
The customer reported that the canopy has zipper damage but could not specify what panel. No patient injury was reported.

Manufacturer narrative:
Zipper damage. Evaluation: results: evaluation of the returned product shows that the large window a zipper slider body is open.